Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they woke up at 2:30 am with high blood glucose of 561 mg/dl. Treated high with bolus and manual injection by 8:30 am customer's blood glucose was 400 mg/dl. Customer bloused again then changed the set, once she removed her site blood went everywhere and then customer was unable to rewind the insulin pump. Customer had the site inserted on the left side of their abdomen. Customer inserted the set properly. Customer is not on medication that might have caused the bleeding. Customer is not bleeding at the time of call. Customer will monitor for the site for bleeding. Troubleshooting was performed. Customer has not contact their health care provider nor have they been to the emergency room. Customer had changed the infusion set that same day. The drive support cap was reported as normal. No air bubbles or leaks noted. No site issues were noted. The cannula on the infusion set was straight. No issues were noted with the settings, however the customer did mentioned the trainer had changed the settings on the insulin pump two weeks prior to the incident. The most recent alarm the insulin pump had was low reservoir. High pressure test was performed and the insulin pump passed. Customer was advised to change the entire set. Current blood glucose is 348 mg/dl at the end of the call. The insulin pump is not returning for analysis.